Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed could not be downloaded, but there was an error code 45510 and a red screen at startup. To further investigate, a functional test was performed. Customer problem was duplicated. The issue was determined to be caused by an inoperable main board. The mainboard will be replaced during the repair process.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump exhibited "error code 46510". No patient involvement reported.